Event description:
It was reported that the patient experienced extracardiac stimulation in the abdomen when the right atrial lead was programmed to bipolar pacing. The lead was programmed to unipolar pacing and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).